Event description:
Following a cardiac catheterizaiton, an angio-seal device was placed in the pt's right groin. Several hrs later, the pt demonstrated a decrease in perfusion in the procedure leg. The pt was taken to surgery where an emergency transfemoral right thromboembolectomy was performed. The surgeon reported that the collagen was removed along with the anchor intra-arterially. The pt was reported to be in satisfactory condition following surgery.